Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 6 inches from the pump housing and the distal portion of the driveline was also returned. The driveline segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the pump-end segment of the driveline revealed a breach to the insulation of the orange wire, approximately 3 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. Minor abrasions to the insulation of the other wires were observed. However, the remainder of the driveline was submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. The orange wire redundantly supports motor phase 3. If the exposed conductors of the orange wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the submitted system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a suspected percutaneous lead fracture. Review of submitted log files by the manufacturer's technical services representative revealed pump stoppages and low speed advisory alarms. The patient was reportedly symptomatic each time a pump stoppage occurred. It was reported that the patient had not gained weight and the patient was stretching when the alarms occurred. The alarms were not reproducible with external manipulation of the percutaneous lead. On (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.